Manufacturer narrative:
Additional information was received that the patient's fall was not device related. The patient underwent a revision procedure wherein the leads, extensions and ipg were replaced. No device malfunction was suspected. The physician believed that the high impedances were due to fall. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had seven electrodes with high impedances. It was noted that the patient slipped then fell and the stimulation had stopped working since. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had seven electrodes with high impedances. It was noted that the patient slipped then fell and the stimulation had stopped working since. The patient will undergo a lead replacement procedure.